Event description:
It was reported that there was an issue with product np1013r - pin f/2-pin transm.fixat.d3.2mm wl120mm. According to the complaint description, a 2-pin marker was placed in the pelvis during total hip arthroplasty (tha) surgery. When the pin was removed during wound closure, it broke off and the tip remained approximately 10 mm inside the body. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
This is a similar device report, a similar device of the reported device was sold to us; the reported device is not marketed in the us. Investigation results: visual inspection: aesculap ag received the products without original packaging in used condition. Other broken part is missing. The shaft was inspected and showed no abnormalities. The fracture surface is smooth, almost polished and does not allow any further assessment to the broken structure. The drill originates from the 2020 production batch. As the cutting edge was not available for evaluation, a complete assessment is not possible. Excessive reuse of the fixation drill may have contributed to the fracture, but this cannot be confirmed without the cutting edge. Hardness test results were within specification. Material analysis results confirmed compliance with material specifications. Batch history review: due to the circumstance that the batch number remained unknown, a batch-related review of the complaint history was not possible. Even after good faith attempts for retrieval, no further information could be received. Conclusion/preventive measures: based on the information available, it is not possible to determine a definitive root cause. The case cannot be fully evaluated without the broken end piece, as the cutting edges cannot be examined. There is no indication for a material-, manufacturing- or design-related failure. Furthermore, the breakage was probably rubbed onto the end piece in the guide plate, as it was not noticed that the drill bit was broken. This makes an assessment considerably more difficult. The break is virtually polished. It is noticeable that the upper shank has spiral-shaped grooves in the clamping area. This indicates that the drill has spun and slipped out of the drill because it has become stuck in the bone. A possible cause for this could be that a three-jaw chuck was not used or the fixer was not properly clamped. An internal risk assessment was initiated (aesculap ag reference no. Psc 2025- 040) to evaluate the reported failure mode and to identify potential preventive measures aimed at minimizing the likelihood of recurrence. The assessment concluded that the device maintains a favorable benefit - risk profile. The manufacturer will continue to actively monitor its post-market surveillance (pms) system, including vigilance data and trend analyses, to promptly detect and respond to any emerging risks or patterns associated with the device. Based on the current evaluation and in the absence of a broader trend or systemic issue, the initiation of a field safety corrective action (fsca) is not warranted at this time.